Event description:
The new generator was checked with the test resistor and the impedance was good. This ruled out a generator issue. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe the event or problem, correct data: the initial reported inadvertently left out relevant information regarding the reported event.

Event description:
Additional information was received reporting that the lead was revised. The explanted lead was discarded after the surgery. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported high impedance was seen on a newly placed generator. The new generator was left off and plans to replace the lead were made for another date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.